Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging line through display. The reporter stated that the meter remote had been working well in the morning but she noticed lines across the display and it was not due to misuse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.